Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoirs recently received had issues with air bubbles. The customer's blood glucose reading was 197 mg/dl at the time of incident. Troubleshooting was declined by customer as she indicated that she called to get replacement reservoir shipped to them.